Event description:
It was reported that at implant, the lead could not be placed in the target vessel. The lead was removed and another was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned and analyzed. Primary results revealed no anomalies found. There was blood/body fluid present on the distal conductor (not obstructed).